Event description:
The customer questioned intermittently high results for multiple patients tested for co2 and hdl-c plus 3rd generation (hdl-c) on the analytical d module. The customer provided examples of erroneous results for two patients tested for hdl-c. The erroneous results were not reported outside the laboratory. For patient 1 the initial hdl-c result was 125 mg/dl and the repeat result was 26 mg/dl. For patient 2 the initial hdl-c result was 245 mg/dl and the repeat result was 25 mg/dl. Both samples were processed by the modular preanalytical system (mpa). Repeats were performed on the same module and were believed to be correct. The customer stated all quality control was fine and there were no flags or alarms. There was no adverse event. The hdl-c reagent lot number and expiration date was requested but not provided. The field service engineer found a clogged rinse nozzle and cleaned it. The customer ran calibrations and quality control. The module is running within specification. The customer has not had any issues since the field service engineer¿s visit.

Manufacturer narrative:
Complaints regarding the specific part number related to the nozzle were reviewed and showed no abnormal trend in the past 90 days.